Event description:
It was reported that implantation of an impella cp was aborted due to calcification of the patient's artery. The dilatator and exchange sheath could not be advanced. No patient harm was reported.

Manufacturer narrative:
Product-specific information for sections d4 and h4 is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The device was not returned, and therefore, an analysis of the device was not possible. Investigation of the event was completed, however, and noted the following: clinical review stated that there was difficulty inserting dilator due to calcification observed at femoral artery. No other use related issue was reported. In conclusion, the cause of the delivery issue was determined to be patient condition as the patient had calcified artery preventing successful delivery of dilator.